Manufacturer narrative:
The facility has sent samples of fentanyl bags to a third party and the results are pending. Should the results become available to baxter, a follow up medwatch will be submitted. Baxter performed a batch review for the product code and lot number. No discrepancies were found during the mfg of this lot.

Event description:
A report was received from hospital of a pt infection with use of an intravia 250ml empty bag. The pt received an infusion of fentanyl compounded by company using the following baxter products: 250 ml intravia bag, 0.9% sodium chloride, and fentanyl (final concentration of 10mcg/ml). Currently, samples are unavailable to baxter. The pt is a female who was admitted to the hosp in 2007 with a subarachnoid hemorrhage. The pt was ventilator dependent. The pt had positive blood cultures on the same day for sphingomonas paucimobilis. The pt required treatment and recovered. This is one of five such cases at johns hopkins and refers to the same incident as in complaint.